Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was cut and missing. The belt was unable to complete incoming functional testing. The root cause for missing cable could not be positively identified. No adverse event resulted from the damaged belt.